Event description:
The patient's family member contacted lifescan alleging that the patient's one touch ultra meter would not power on. The medical affairs specialist spoke with the daughter in 2005. The patient tested with the reported meter the day before contacting lifescan and obtained a result of 142 mg/dl while having no symptoms of high or low blood glucose level. The patient took 40 units of humulin n insulin as usual. The family member stated that the patient had been hospitalized over one month ago for "other" reasons than their diabetes. They received no medical treatment at the time of concern with the reported meter. There is no indication that the patient experienced injury as a result of the product. The customer care representative(ccr) verified that the test strips were correct, the battery was installed correctly and was less than one year old, and the battery contacts were in good condition. The ccr walked the patient through pressing the power button and the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced. The family member confirmed that the replacement meter arrived and was functioning correctly.

Event description:
Meter would not power on. The pt tested with the reported meter the day before contacting lifescan and obtained a result of 142 mg/dl while having no symptoms of high or low blood glucose level. The pt took 40 units of humulin insulin as usual. The family member stated that the pt had been hospitalized over one month ago for "other reasons than diabetes". Pt received no medical treatment at the time of concern with the reported meter. There is no indication that the pt experienced injury as a result of the product. The customer care representative (ccr) verified that the test strips were correct, the battery was installed correctly and was less than one year old, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced. The family member confirmed that the replacement meter arrived and was functioning correctly.